Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was showing two years remaining. The boston scientific technical services (ts) reviewed the data and stated that this is likely due to atrial fibrillation (af). Initial analysis indicated that the device was in high rate atrial sensing that can cause an increase in power consumption. Also, minute ventilation and signal artifact monitoring (sam) was turned on. The engineers recommended methods to reduce the af and consider programming the device to a non-atrial brady mode, turn off the atrial sensing lead, and disable sam. The device remains in service. No adverse patient effects were reported.